Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem was verified. The latch lock sensor was found inoperable. This was replaced and the device passed all functional tests. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the cassette was locked. There was unknown patient involvement and unknown patient harm/adverse event reported.